Manufacturer narrative:
The file indicated the use of a qualified associated cartridge and handpiece. The file indicated two viscoelastics used in the cartridge. One viscoelastic is qualified and the other viscoelastic is not qualified for the product combination used. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. No additional information has been provided at this time. File will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, during the intraocular lens (iol) implant procedure, lens found to have scratch. The iol was replaced with another lens on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).